Manufacturer narrative:
An scs system experiencing high impedances was reported to abbott. Effective therapy was reestablished during a revision operation. The leads remain implanted and were not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead displayed high impedance resulting in ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was disconnected from the ipg and examined. No issues were noted with the lead and the impedance issues resolved. The lead was reconnected to the ipg and the procedure completed. The lead remains implanted and effective therapy was established.